Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an unspecified alarm. Customer stated insulin pump could not rewind. Customer stated insulin pump started beeping as they were asleep. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black customer complained about the device having a rewind anomaly with an error after it restarted from the rewind anomaly on event date of(B)(6) 2021. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. No vibration during selftest. The device was cut open. Swapped with a test vibrator motor and the vibration feature functioned properly. No rewind anomalies or e/a alarms noted during testing. Multiple pump error 130 and pump error 43 alarms noted on event date of (B)(6) 2021 from 1:04 am to 9:00 am. The motor was tested outside of the device on the stb 3 station and passed. Tested with a test p-cap and the test p-cap locked in place properly. Device received with pillowing keypad overlay, scratched display window cover, scratched/peeling/fading end cap address label, cracked case at belt clip rail corner, cracked battery tube threads and scratched case. Device was confirmed for a rewind anomalies noted in the alarm history screen with pump error 130 and pump error 43 present, problem may have been intermittent but has passed the required tests. Device was confirmed for a vibrator anomaly due to defective vibrator motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.